Manufacturer narrative:
The device has been returned and evaluated by product analysis on 5/8/2018 with the following findings: a review of the battery compartment was cracked from the threads to the case seal on the side. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly. All currents were within specifications. The short battery life issue was unable to be duplicated. The pump cover was removed to find no intermittent conditions to the power printed circuit board. Unrelated to the original complaint, the display was dim and red.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue; battery compartment crack. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.